Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but returned to olympus service operation repair center (sorc). Sorc found that the qb substrate and the bi substrate were failure. The exact cause of the reported phenomenon could not be conclusively determined. Based on the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. -the reported event might be occurred because image processing substrates were failure. Image processing substrates might be failure because it was aging deterioration.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image on the subject device disappeared. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with the event.